Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had filling her reservoir and pump started to fall was rewinding hit the middle button to load the reservoir to the pump as the pump was still rewinding. Heard a funny noise when pressing the load. Heard a whining grinding sound. The buttons were used to being pressed for an extended period of time, and if held too long, will get a stuck button alarm. The customer¿s blood glucose level was 112 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.